Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Information has been omitted as it relates to a different event. Please see pe#(B)(4) (wires feel tight on right).** information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that after the initial implant surgery, all of the incisions healed apart from the one on the left said as it kept d raining. Additionally, about one week after the surgery, the patient returned to the health care provider (hcp) to have the implantable neurostimulator (ins) turned on and she was told one of the wires on the top of her head was exposed and needed to be removed; explant took place on (B)(6) 2015. The device will be replaced on (B)(6) 2016. Additional information has been requested regarding cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.